Event description:
It was reported that during routine follow up, nonsustained lead noise was observed. Review of records indicated intermittent undersensing on the discrimination channel. The non sustained lead noise was only seen during todays interrogation. Device was reprogrammed and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.